Event description:
Information was received that device is failing dso test. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that high alarm displayed: downstream occlusion was recorded in history. During analysis, the customer's concern regarding a failing downstream occlusion sensor (dso) test was not able to be duplicated. The dso passed a dso test, but with a high alarm evident in the event log. Service will replace the dso sensor as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.